Manufacturer narrative:
(D10) concomitant devices: 350-11-03 - tibial plate fb sz 3 lt: (B)(6), 350-21-12 - tibial insert fb sz 2 lt 7mm: (B)(6), 350-01-02 - talar implant sz 2 lt: (B)(6), 350-10-03 - ankle sz 3 locking clip: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total ankle replacement on the left side. Subsequently, the patient experienced severe pain post ankle rolling incident. As a result, approximately 6 years after initial replacement, the patient underwent a left ankle revision. No further impact to the patient was reported. No other information is available.